Manufacturer narrative:
Follow-up # 1 date of submission 1/12/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during visual inspection of the pump, it was observed that the battery compartment threads were stripped. Due to the stripped battery compartment the battery cap was hard to remove and insert and the battery cap could not be tightened to the test pump. The investigation revealed that the battery cap had a contact height defect. It was also observed that the battery compartment was cracked below the bumper pad. Unrelated to the initial complaint, the investigation revealed that the display was dim and discolored. Also unrelated to the original complaint, the battery cap was damaged and a test cap was used for all steps; the test battery cap was able to be attached to the pump and removed fluently.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was noted that the battery compartment was damaged. It was also noted that the cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.